Event description:
It was reported that the patient with the pacemaker system exhibited low impedances out of range on this right ventricular (rv) lead and the right atrial (ra) lead. Technical services (ts) recommended a clinic evaluation. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with the pacemaker system exhibited low impedances out of range on this right ventricular (rv) lead and the right atrial (ra) lead. Technical services (ts) recommended a clinic evaluation. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction: h6 field code a072202 added.